Manufacturer narrative:
B5 pump stop date correction. Manufacturer's investigation conclusion: the reported event of damaged controller fuses was confirmed via log file analysis and evaluation. Review of event log files, extracted from (B)(6), contained data from the reported event date of 03jan2025. Starting at 13:01:19, controller internal fault alarms activated due to ocp an open and ocp b open faults, indicating damage to fuse a and b in the system controller. In addition, left ventricular assist device (lvad) off and low flow alarms activated, consistent with the pump stopping. The alarms were followed by loss of lvad communication alarms starting at 13:01:29, associated with com a and com b faults. The alarms were active until external power was disconnected, and the system controller was shutdown at 15:05:42. The returned system controller (serial number (B)(6) was functionally tested and upon connecting to power, a controller fault alarm activated. The system controller was disassembled and fuses f6 and f7 were measured to be electrically damaged, consistent with the data observed in the log file. Both fuses were replaced, resolving all issues. The system controller was then functionally tested and performed as intended while operating a mock circulatory loop with no atypical alarms. The root cause of the damaged system controller fuses was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. D) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event log for the patient contained a pump stop event on 03jan2025 at around 13:01. Additional information received stated that the rescue tape on the driveline was not removed. There was no further damage noted. There was no further action to be taken. The patient had not experienced anymore issues that required another controller or modular cable exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was doing dressing changes around the driveline exit site. The patient arrived in the emergency room (ER) on (B)(6) 2025, and they felt like they were having a heart attack. The patient experienced shortness of breath and dizziness and was not feeling well in general. The patient reported noting symptoms that were similar to what they experienced prior to the left ventricular assist device (lvad) implantation. There was no flow (0 rpm on 0 flow) and the pump was off. The problem occurred when the patient was doing dressing changes which suggested that the issue was closer to the driveline exit site where there was physical deformation in the driveline upstream to the modular cable. The patient changed to a backup system controller. The modular cable was not replaced during the controller change at the time. There were no additional pump stops, and the lvad returned to function again since the controller was changed. There was symptomatic improvement in the patient¿s symptoms after the exchange. The patient reported that if they moved a certain way, it felt like something was poking inside them near the driveline. Log files were sent for review. The event log for the patient contained a pump stop event on (B)(6) 2024 at around 13:01. The controller showed that there was almost 2 hours with the pump off. These alarms suggested that wire damage to power conductors a and b caused the controller's non-resettable fuses to blow. Due to this condition, the pump was not able to resume support on that controller. Tech service was unable to determine the exact location of the potential wire damage from the x-rays provided. The x-ray of lvad/driveline and controller did not show significant wire break. The customer stated there was a planned meeting with an abbott engineer for 06jan2025 at 09:30 for line review and controller programing. The abbott technician would assess and have the driveline repaired on 06jan2025. Inotrope was noted to be on standby when the driveline was repaired. It was noted that the previous system controller, (B)(6), would be returned for evaluation. The modular cable and system controller were returned for evaluation overnight on 05jan2025. A stat evaluation was requested due to an unknown cause of both power fuses blowing on the system controller. The patient has had some reported issues before with their modular cable. A cause for the open fuses was not able to be found. There was an area of the driveline covered in rescue tape, but the clinical team was waiting for findings before it was attempted to uncover the driveline for further visual inspection. They stated that the patient had a controller malfunction which required a controller exchange and later modular cable exchange. The patient denied any shortness of breath or chest discomfort. They stated they continued to have the jabbing sensation at their driveline exit site. The patient stated that it was better with positioning and also stated there was increased bleeding at the site. The patient stated no changes in their bowel movements but a fecal occult was ordered given the patient's drop in hemoglobin. The plan of care was to continue to monitor the patient and discuss if further inspection of the driveline was required.